Event description:
An infection at pump site was reported; drainage of fluid at abdominal incision site was noted during examination on (B)(6) 2012. Patient was hospitalized and administered vancomycin. The entire device system was later explanted. Patient outcome was noted as resolved without sequel as of (B)(6) 2012. Drugs delivered via the device were dilaudid, bupivacaine, baclofen (compounded).

Manufacturer narrative:
Programmer model: 8835, serial # (B)(4); catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.